Manufacturer narrative:
This supplemental report is to correct the previously reported information for the leads. The leads was not explanted but were capped.

Event description:
New information received stated that the two leads were not explanted but were capped on (B)(6) 2018. Only the pulse generator was explanted. Patient decided not to implant new pulse generator.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital with red and swollen pocket which patient had for a month. Pocket infection was confirmed after a series of examinations/ tests. The patient was treated with antibiotics. The pulse generator and two leads were explanted. Patient was stable.

Manufacturer narrative:
The previously reported date of implant: (B)(6) 2018 was incorrect; the correct date of implant is (B)(6) 2017.